Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The provided image could not confirm the reported allegations. The root cause could not be determined. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported as worn enduron liner. Revised for wear. It was also pointed out that there was osteolysis. Doi: 1999, dor: (B)(6) 2020, affected side: left hip.